Manufacturer narrative:
This report is submitted on may 11, 2017. Registration number: (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site and subsequently was treated with oral and IV antibiotics (date and duration not reported). The implanted device remains.